Manufacturer narrative:
Results: the nose cone was removed from the handle body and the smart coil pusher assembly was removed from the handle without an issue. The nose cone funnel was undamaged. The handle body was opened, and the pet lock was observed within the handle body. Conclusions: evaluation of the returned handle and smart coil pusher assembly confirmed that the proximal end of the pusher assembly was within the handle. The nose cone was removed from the handle body and the pusher assembly was removed from the handle without an issue. The handle body was opened, and the pet lock was observed within the handle body. If the handle is repeatedly actuated, damage such as this may occur. During functional testing, the handle was tested on a handle test fixture and performed within specification. Further evaluation of the smart coil pusher assembly revealed kinks. These kinks were likely incidental to the reported complaint. Penumbra handles are 100% visually inspected and functionally inspected during incoming quality inspection. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a brain tumor using penumbra smart coils and a penumbra smart coil detachment handle (handle). During the procedure, the physician detached a smart coil into the target location using the handle; however, the physician was unable to pull the pusher assembly of the smart coil from the handle. It was reported that the pusher assembly of the smart coil was stuck in the handle, but eventually, the physician was able to remove the pusher assembly from the handle. The procedure was completed using another smart coil and a new handle. There was no report of an adverse effect to the patient.